Manufacturer narrative:
It was reported that the cautery device caught fire and the facility is conducting an internal investigation with the vendor. We have not been provided many details regarding this incident. There was no patient injury or the need for a medical intervention. No sample was returned for evaluation. Activation of the cautery device and subsequent contact with metal can result in arc formation which is a risk for fire. It is unknown if the device came into contact with a metal instrument. The device is a component in a custom surgical pack and is manufactured by covidien. Covidien has been notified of this incident. As the manufacturer of the device, covidien will make the determination if any corrective action is required.

Event description:
It was reported that the cautery device caught fire and the facility is conducting an internal investigation with the vendor. We have not been provided many details regarding this incident. There was no patient injury or the need for a medical intervention.